Manufacturer narrative:
Report source. Country - (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient with an indication of lumbar disc herniation in need of lumbar discectomy used in spinal therapy. It was reported that when the cross link was implanted, the tapered protrusion of the cross link broke and fell off, and the fixation of the cross link failed. There was a delay of less than 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.